Event description:
Two devices (part number cev605g) were returned to mxi service and repair.

Manufacturer narrative:
Device 2 of 2: cev605g: lot #111104, manufacturing date: 11/2011. Cev605g (lot number 120702) was evaluated and indicated that the blades were blunt. The sheath presents traces of collision. The insert presents a slight rubbing at insertion. The blades need to be sharpened. The sheath was very likely damaged during disassembly with forceps. Cev605g (lot number 111104) was evaluated and indicated that the blades are blunt. The sheath presents traces of collision. The blades need to be sharpened. The sheath was very likely damaged after an attempt to disassemble with forceps. (B)(6). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. (B)(4).